Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing nausea, difficulty sleeping, vomiting, shortness of breath, chronic cough and heart problems. The device will not turn on/device not functioning and device/power cord or supply too hot to touch. There was no report of serious patient harm or injury. Medical intervention was not specified. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Due to the manufacturer not receiving the device information, the following are possible recall z numbers: z-1972-2021. Z-1974-2021. Z-1973-2021. H3 other text : device not returned to manufacturer.